Event description:
It was reported that the pump battery was depleting quickly. There was no impact to the customer¿s blood glucose level. The contact declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.